Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and will to continue to be monitored. There were no adverse consequences.